Event description:
It was reported the asymptomatic patient presented for initial implant. During surgery, the new lead was unable to be advanced down multiple sheaths and got stuck. The lead was exchanged and the procedure was completed without issue. The patient was stable.